Event description:
The customer reported that her blood glucose was still a little all over the place. Customer believes that it is from stress and carb counting. Customer stated that it has nothing to do with the pump. Customer stated that she has not had any seizures since starting on the pump. Customer has had a low of 40 mg/dl and some highs. Customer has not uploaded to carelink because it has taken awhile for java to install. Customer was going low and had to go to eat.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.